Event description:
The customer reported the system displayed a precharge error and thereby failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.